Event description:
(B)(4) g insyte autoguard IV catheters have been resistant to retracting using the push button technique designed. This has occurred a minimum of 9 times to the supervisor's knowledge. No employee or patient injury noted.